Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was in storage mode upon interrogation. The health care professional planned to speak to the physician regarding a device replacement. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
The local area sales representative was unable to provide additional information regarding a device replacement procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.